Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that critical pump error image was display on the insulin pump screen. Blood glucose was unknown. Customer reported that insulin pump was stopped during noise and it was broken. The insulin pump will not be returned for analysis.